Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not engage and it was sluggish trying to get the clip out the medium-large clip applier. Instrument did not clip properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to attempted to clamp on a vessel or tissue bundle. The issue is related to unsuccessful clip application. The medium-large hem-o-lock clips were used during the procedure. The vessel or tissue bundle greater than the specified diameter suggested in the IFU. The issue occurred on the 1st clip application. The issue was resolve with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier was found to pass recognition, engagement and clip tests. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional.